Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the bisector. There was some evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat during several activations. Based upon this, the reported failure "intermittent continuity" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 had intermittent cautery, they unplugged and replugged the cord and it worked. The reported kit was used to complete the procedure. There were no pt effects. The product was returned.